Event description:
The clinician was implanting a gelweave valsalva anteflo device and was attempting to fashion a hole in the graft using a cautery. When doing so, the graft briefly caught fire. The clinician replaced the graft with another unit and completed the surgery without further incident.

Manufacturer narrative:
(B)(4).